Event description:
A technician reported a pt with an overcorrected outcome in the left eye following photo refractive keratectomy (prk) treatment. In a follow up with the technician, she reported the surgeon wants the pt's vision to stabilize before performing any enhancements. The pt reported blurry vision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).